Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/29/2010. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: deformation, crease fold, wear abrasion and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lump / nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lump / nodule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that she had a right side lump or thickening in or near the breast or in the underarm area. Device has been explanted.